Manufacturer narrative:
A medrad service engineer performed a system service check of the stellant injector on (B)(4) 2012 and the unit was found to be operating to specification. The site declined the offer of additional applications training.

Event description:
The site reported the following: the patient (admitting diagnosis of renal stone) underwent a CT scan of the abdomen and pelvis with intravenous contrast. No contrast was visualized on the final images. An extravasation of approximately 100mls was seen on a follow up radiograph in the patient's left antecubital space extending from the left elbow area to the axilla. Post procedure, the patient underwent surgical intervention of the affected area. The site was unable to provide the current status of the patient.